Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that during an attempt to bolus, the insulin pump had a keypad anomaly. The customer stated that the screen was scrolling and that the light did not always come on. The battery has been taken out in an effort to resolve the issue. The customer stated that they experienced two episodes to low blood glucose levels and thought it was in the 40s mg/dl. The customer stated that they were sweating and was also in hyperthermia. The customer was assisted with button error/keypad anomaly troubleshooting. The keys were unresponsive and number were scrolling. The scrolling was the significant event leading to the keypad issues. The clock on the insulin pump advanced when observed for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer also mentioned experiencing a high blood glucose level of 352 mg/dl on (B)(6) 2017 due to treatment for a low of 66 mg/dl with juice. The customer bolused with the insulin pump for the high. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive up and down buttons due to corroded keypad traces. Unable to perform self-test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify back light anomaly due to unresponsive button. No unexpected numbers ramping or scrolling during testing. The device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corners, stained address/serial number label, stained lcd resilient cover, missing end cap sticker and corroded battery tube.